Manufacturer narrative:
Due to character limits - event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump's alarm system failed during the pre-use inspection and could not be started. Additionally, the device's alarm system and the pim module failed. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the device alarm system failed, and the pim module failed. The fault triggered an alarm, and the alarm content is system fault. The pim module (0997-00-1178) was replaced for maintenance, and the fault was eliminated after replacement. The device is operating normally. The device has been repaired. After replacement, the functional parameters of the device were tested and delivered to clinical use normally.

Event description:
N/a.